Event description:
It was reported that insulin gauge displayed amount different than expected, with pump showing 60 units while caller expected 220 units, and difference was greater than 30 units. There was no reported impact to the customer¿s blood glucose level. Customer waited and fill estimate corrected itself over time, and technical support advised on best practices for removing air, avoiding use of cold insulin, and keeping pump clean.